Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The event of difficulty navigating the catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. The commander delivery system is designed to be compatible with a standard 0.035" guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035"- guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or preexisting vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. In this case, the complaint event of difficulty tracking system through anatomy was unable to be confirmed. Investigation results indicate patient factors (complex anatomy) may have caused this complaint event as per event description patient had a complex anatomical physiology of the main pulmonary artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per report received from thailand, it was a case of an implant of a 29mm sapien 3 valve in pulmonic position by venous transfemoral approach in a patient with large history of congenital heart disease (tetralogy of fallot). During the procedure, it was planned to deploy the valve a little bit higher than the native pulmonic valve using +3cc. Due to the complex anatomical physiology of the main pulmonary artery, the commander with the valve was difficult to push through the right pulmonary artery and generated high tension in the system. Due to this resistance, the delivery system with the valve jumped to the right pulmonary artery with higher position than expected. The medical team decided not to pull back the system and the valve was deployed in the right pulmonary artery. After the deployment, the patient had residual pulmonary regurgitation, so it was decided to implant a second valve in the left pulmonary artery. A new 23mm sapien 3 valve was then implanted in the left pulmonary artery with good position. The patient did not suffer any injury and was noted as to be recovered. The perceived root cause of the resistance that led to the non-target deployment was the abnormal anatomical and many angles that generated resistance during push of the system through the target position.

Manufacturer narrative:
Investigation is ongoing.